Event description:
Patient developed acute hemiparesis post left cea. Patient was taken to i.r. For emergent angio and thrombus removal. The mechanical thrombectomy device was successful in removing a moderate amount of clot from the infratemporal ica segment. When an attempt was made to remove the m2 segment clot through the newly stented endarterectomy site, the two devices became entangled and could not be freed. Traction and antegrade movement could not be utilized without fear of further injury. A torquing maneuver resulted in failure of the device wire at its attachment with the mechanical thrombectomy device.